Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. External and internal visual inspections, manual articulation, recognition, engagement, and intuitive motion tests were performed, but the complaint could not be reproduced. Therefore failure analysis did not verify the customer-reported issue. The instrument was tested on an in-house system and successfully passed recognition and engagement tests. It demonstrated full range of intuitive motion in all directions, and the grip tips opened and closed properly. The instrument was fully functional. Additional unrelated finding not reported by the customer: the instrument was found to have a frayed grip cable at the force amplification pulley, with several broken wires; however, the cable was not completely severed. No discoloration, corrosion, or contamination that is typically associated with improper flushing or rinsing during reprocessing was observed. Further inspection revealed no abnormally sharp or damaged components that could have contributed to the cable damage. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the prograsp forceps instrument jaws would not open or close up. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument would not close out of the package. Staff was able to manually close and open the jaws. Staff did not feel safe using the instrument and chose to get a new one. Instrument was not used on patient or connected to a arm.